Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that since starting school, the customer received low blood glucose (bg) levels ranging from 33-70 (mg/dl). The customer consumed food and was given a glucose tablet by the school nurse at school. Additionally, contact reported that the customer had started exercising and eating bland foods at school which has been a change from before school started. Per the health care provider's recommendation, the contact requested assistance changing the basal rate settings at 7am to 0.2 units/hour and all of the carbohydrate ratio settings to 1units: 40 grams. Tandem technical support assisted the customer with the requested changes to the settings.